Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter fax: (B)(6) "date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: an analysis of the photos sent by the client was carried out and through the photos it is not possible to confirm the incident. Physical sample confirmation is required to confirm the incident. Batch history analysis was performed, quality notifications and maintenance records were verified, where no records potentially related to failure were found. The defect was not confirmed, therefore no root cause or corrective actions."

Event description:
It was reported that 200 syringe plastipak 5ml 25mm 7dmm s/su nbs were found to be clogged during use. The following was reported by the initial reporter: "customer has noticed that in each 3 needles used, 1 is clogged. They have been noticing it for a while. They always purchase in lots, but unfortunately 1/3 (one third) is being thrown away, because they cannot pull medication, nor vaccines and serum either."